Event description:
It was reported by the service center that the ventilator had no air flow. It is unknown if this ventilator alarmed or if it was connected to a patient when the reported problem occurred.